Event description:
It was reported that the rn called for assistance with multiple alarms, purge failure, high baseline, etc. He had changed the helium tank (followed the photo sticker directions). The rn is unsure what had happened during the exchange, but he has experienced multiple alarms on the pump and is unable to resume pumping. Clinical support specialist (css) verified a blue bar graph present for the helium, only at 160 psi however. During the conversation the helium bar dropped to red and was flashing between red and blue. Css verified the tank connections, no audible leaks, valve open, catheter intact, no kinks etc. We attempts to pump again with a purge failure alarm. ECG and trigger present. The css verified with rn that just under 15 minutes had passed since the incident and walked him through manually inflating the catheter to prevent clot formation. Rn had sent someone to cath lab to get another tank and the css directed the rn to have them bring another pump since we were having difficulty identifying the issue with the tank exchange. It would be better to switch the pump in order to get the patient (pt.) Back on pump as soon as possible. The css walked the rn through the exchanged, including verifying the pressures on the fiberoptix sensor (fos) in reference to the previous pressure. This pump began pumping immediately with no difficulty. Pt. Remained stable throughout the exchange. The css explained to rn that he should have biomed check the helium tank connection on the other pump. Additional information received by the rn on (B)(6) 2010 stated that the pt. Was weaned off the intra-aortic balloon (iag) and was doing fine.

Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.